Event description:
The hcp reported that there was a volume discrepancy noted at pump refill. The pump failed a rotor study. No alarms were heard from the pump, though the alarms were noted to be activated at explant. The pump was replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.